Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other three proglide devices referenced are filed under separate manufacturing report numbers.

Event description:
It was reported that puncture closure of an unspecified vessel was attempted using four proglide devices relative to an interventional procedure. Reportedly, the four proglide devices had unspecified difficulties. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, the following information was received: it was reported that suture placement in a calcified common femoral artery (cfa) was achieved with two proglide devices using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, during closure of the cfa with the pre-placed sutures, the sutures failed to achieve hemostasis due to the bad condition of the artery. Two additional proglide were attempted to achieve hemostasis and failed. The sutures of two new proglide devices were successfully used to achieve hemostasis was achieved. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the unspecified failure mode/difficulties and treatment appear to be related to poor anatomical conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.